Event description:
This unit of ventilator having the on/off intermittent. When display on, the error vent inopertion. Check on error and found ifs voltage fault in error log, pneumatic module ftc and esp temperature error. The graphic display of this unit do not work at all and blank. The above errors were retrieve by using another display. The vent went in op while on patient with severe ards problem. Dr claim to the problem of the vent the patient died and they are very angry.